Event description:
It was reported that the patient experienced cardiopulmonary arrest due to existing ventricular fibrillation of an unknown origin. It was indicated that the patient started taking nikoranmart on (B)(6) 2011 and it was noted on the same day that the patient had an emergency transport to another hospital due to cardiopulmonary arrest. It was noted that defibrillation was performed twice in the ambulance. The patient was brought to the hospital and underwent appropriate procedures. Following that, it was indicated that the patient had improved and was stabilized. It was indicated that there was no withdrawal or overdose symptoms reported. It was reported that the event was unrelated to the intrathecal baclofen (itb) therapy. As of (B)(6) 2011, it was noted that the patient was recovering.

Manufacturer narrative:
Product ID 8711, serial# (B)(4), product type catheter (B)(4).

Event description:
After additional review, it was noted that the patient developed ¿hypoxic ischemic encephalopathy¿ due to ventricular fibrillation in 2006. It was also noted that the patient experienced increased spasticity following the previously mentioned event, which was why the patient was referred to intrathecal pump therapy. The drug being infused was gabalon.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported that the patient was to receive a refill on (B)(4) 2012, but was not able to make it to the hospital for the refill due to the previously reported reasons.

Manufacturer narrative:
(B)(4).